Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient developed complete heart block during the deployment of the valve. A permanent pacemaker was implanted immediately after the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and this incident was resolved with the implant of a permanent pacemaker. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).